Manufacturer narrative:
The incorrect date was entered into a section of the MDR. Corrected data: the date on g3: date received by manufacture updated to 09/23/2024.

Manufacturer narrative:
The reported 20mm, 3.5 mini acutrak 3® bone screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the batch/lot number of the 20mm, 3.5 mini acutrak 3® bone screw was unknown. However, the reported t8 cannulated stick fit hexalobe driver was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The t8 cannulated stick fit hexalobe driver (part number 80-4155, batch number 596345) was examined visually under magnification. The driver tip presented with distinguishable fractured surface and a portion of the tip broken off. The driver was a t8 cannulated stick fit hexalobe driver (part number 80-4155, lot number 596345). The fractured surface comprised largely of one plane orientated approximately 45 degrees relative to the long axis of the driver tip. One small portion of the fractured tip pieces was returned. The remaining intact portions of the driver tip were truncated in length. It represented approximately 40-60% of the original overall length of the hexalobe tip. The observed fractured pattern on the driver tip and additional information collected supported the commentary in the event description. The torsional load application and brittle fracture mode can cause a driver to break into pieces. Not all the broken off tip pieces were returned nor were the screws involved. The combination of observations additionally collected information, absence of return pieces as well as the multitude of additional factors present during a screw insertion, inhibit a direct conclusion of the cause of the driver tip fracture. Based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
It was reported during surgery that when inserting a mini acutrak 3 screw the driver tip broke in the screw. The broken piece was removed from the screw. A t8 cannulated driver was used to complete the surgery after a few minutes delay. No adverse patient consequences were reported. This report is related to report number 3025141-2024-00669 for the driver involved in this event.